Manufacturer narrative:
Lot number: this report contains allegations against products of lot numbers gr17i15026, gr18e15023, and gr18g17041. The customer stated that the lot number for one product was either gr18f08026 or gr18g17041. Seven single-use devices were received for evaluation. The devices were received for evaluation attached to a solution bag and a vial. Visual inspection revealed particulate matter in the solution bag for two devices and in the vial for two devices. The particulate matter was visually identified to be coring from the vial stopper. For the fifth device, visual inspection revealed that the device was not fully activated. No particulate matter was observed during visual inspection. Functional testing was performed by activating the device. After functional testing, particulate matter was present in the vial. The reported condition was verified for the first five received devices. The cause of the condition was determined to be a use error of multiple activations of the vial-mate devices during reconstitution, which can lead to stopper coring. The labeling for the device instructs the user to not pull the blue port adaptor back out of the white vial gripper after the blue port adaptor is pushed into the white vial gripper. For the sixth and seventh device, visual inspection did not identify any evidence of particulate matter in the device, solution bag, or vial. Functional testing was performed on the samples with no issues noted the reported condition was not verified. A batch review was conducted for lot numbers gr17i15026, gr18e15023, gr18g17041, and gr18f08026, and there were no deviations found related to this reported condition during the manufacture of the lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 12 </noe> malfunction events. It was reported that vial coring was observed during reconstitution using twelve vial-mate reconstitution devices. There was no patient involvement. No additional information is available.